Event description:
During a light l5-s1 revision laminectomy, coseal product swelled to 4-5 times in size, as determined by MRI, and compressed on the disc. Coseal was removed by re-operating and the patient was fine.

Event description:
New info rec'd by letter from the surgeon: "this ultimately resulted in a repeat surgery, two extra days in the hosp, and probable persistent radiculopathy from the compression of the nerve root from the coseal that may or may not be a permanent injury."